Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve protruded with the small knob articulated counter clockwise and locked in that position, confirming the complaint. The working channel sleeve protruded with the small knob and large knob articulated in both directions. No elevator marks were noted along the distal end. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. After cutting the catheter open using the cutting fixture, the working channel sleeve protruded from the pebax. The catheter was peeled open to reveal the working channel sleeve and it was bonded well along bond a. Removing the working channel sleeve required some force. Witness marks were noted on the pebax. The white/clear areas along bond a show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2018. According to the complainant, upon withdrawal, it was noticed that the working channel sleeve protruded from the tip of the spyscope. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access & delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.